Event description:
It was reported that during a percutaneous coronary intervention, a break occurred. Upon removal of the guidezilla extension catheter from the coronary lesion, it was noted that the distal section separated from the catheter. This occurred outside the patient following the procedure. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a guidezilla guide extension catheter. There was contrast in and on the shaft. Microscopic examination of the distal shaft presented no damage or irregularities. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. The ptfe was pulled out of the collar and was attached to the distal shaft. Examination presented no damage or irregularities to the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a break occurred. Upon removal of the guidezilla extension catheter from the coronary lesion, it was noted that the distal section separated from the catheter. This occurred outside the patient following the procedure. No patient complications were reported and the patient status is fine.